Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory, but could not reproduce the reported problem. The cse inspected the device and as a precautionary action he replaced the bdu pcb. The unit passed extended self testing.